Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional tes) has been confirmed. Upon investigation the electrode belt did not pass a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the front therapy electrode. The root cause for the open wire was excessive force. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.